Event description:
It was reported that during a colorectal procedure, the reload did not fire properly. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4), additional information was requested and the following was obtained: please explain what is meant by, ¿reload did not fire properly?¿ how was the case completed? Response from the sales rep: there was no additional information provided to me by the customer other than what was reported. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received with the cartridge deck damaged and with 6 drivers up. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge sled pushing the driver to continue its run. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.